Event description:
It was initially reported that the pt was requesting a physician referral for her vns therapy as her current psychiatrist doesn't manage vns pts. The pt later mentioned that she was having episodes of falling over the past three years for no apparent reason, and was said to have extensive work up that indicated with a "vaso-vagal" diagnosis. She was referred to a neurologist for follow-up of her vns therapy. A search performed in the manufacturer's database resulted in the last diagnostics to have been performed on date of implant. Results were within normal limits. Good faith attempts to obtain additional info from treating neurologist have been unsuccessful to date.